Event description:
While attempting to place the icy catheter (lot #unknown) in the patient's right femoral vein, the guidewire kinked, making it very difficult to advance the catheter. According to the reporter, the guidewire was not inspected before use. After placing the catheter, the kink was observed approximately one-third along the guidewire. Also, the customer found that one of the lumens (proximal, medial, or distal) were functional. The lumens could not be flushed/aspirated and were therefore unusable. The catheter was removed and replaced with a new one at the same insertion site. The catheter's dwell time was 5 minutes. No adjunctive temperature management or relative procedures were performed on the patient prior to the ivtm therapy. No patient injury was reported. The patient is alive and in stable condition.

Manufacturer narrative:
The catheter associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.